Event description:
It was reported that the patient experienced an infusion set leakage event between (B)(6) 2026 and (B)(6) 2026. The leakage occurred at the site and the set had been in use for less than one day. The event led to high blood glucose and the presence of ketones for which the patient was admitted to the emergency room for five hours where they were treated with intravenous saline fluids. The patient replaced the infusion set and subsequently resumed insulin delivery successfully.

Manufacturer narrative:
MDR / initial 6 of 6. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.